Manufacturer narrative:
The pipeline flex was returned inside the catheter. For further examination, the pipeline flex was then pushed out from the catheter with no issues. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex braid was not opened due to damaged braid. The proximal end of the braid was fully opened and moderately frayed. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. In addition, no damage found with the returned catheter. No other anomalies were observed. Based on the analysis findings, the pipeline flex was confirmed to have failure to open at the distal end. The distal end of the pipeline flex braid was not opened due to damaged braid. The proximal end of the braid was fully opened and moderately frayed. The damage on the ends of the braid is likely the results of the re-sheathing the device more than recommended two times. It is possible that the patient tortuous anatomy and damaged braid may have contributed to the failure to open issue. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, during release, the pipeline could not open and was in the shape of a "bar." Through continuous massage and using the experience of the physician they were able to open the middle section, but the tip remained closed. As a result the pipeline was removed from the patient with the microcatheter. It was stated that this was part of a teaching case. The patient was undergoing surgery for treatment of an unruptured, amorphous aneurysm with a max and neck diameter of 3.9 mm. It was noted that the vessel tortuosity was moderate. Post procedure angiographic results showed no damage, but further observation is needed. There were no related patient symptoms. The devices were prepared as indicated per the IFU. Less than 50% of the device had been deployed when it failed to open, and less than or equal to 2 attempts were made to resheath the device. The pipeline was not placed in bend, pipeline was released from the horizontal section, but this section of the blood vessel itself had more curvature and is combined with a stenosis.